Manufacturer narrative:
Examination of the reported devices confirms little wear of the femoral head; however high penetration depth was found on the liner. The liner was found to have had a successful lifetime of 10 years implantation. Review of patient x-rays was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other reports against the provided product and lot code combinations since their release to distribution. The investigation can draw no conclusion regarding the reported event with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason of revision: osteolysis, prosthetic loosening.